Manufacturer narrative:
Prior to migration of the leads, there were no complaints or reports of any issues with the function of the nalu system or any of its components. The impedance errors noted during the revision procedure were not identified prior to that date, thus it is likely that the leads and ipg sustained some handling damage while attempting to reposition the system. The patient was initially implanted in florida and the revision took place in new york. It is unclear when the patient relocated or if the change in therapy correlates to the relocation process. There are no other known events leading up to the change in therapy or discovery of lead migration.

Event description:
The patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2025 to treat lower back pain. The system was implanted such that the leads were targeting the lumbar nerve in approximately t8/t9 location. After using the system for some time it was discovered that the leads had migrated away from the original implant location. On (B)(6) 2026 a surgical revision was performed to reposition the leads. During the procedure the leads appeared to sustain some handling damage and ultimately were replaced with new leads that were positioned at the top of t7 location to provide improved pain relief for the patient. During the revision procedure the system returned impedance errors both before and after replacing the leads. Introducing a new implantable pulse generator (ipg) removed the impedance errors.